Event description:
Procedure finished and access site angiogram taken. Vascade closure device placed through sheath and disc opened. Sheath removed under fluoro to ensure proper seating of disc and temporary hemostasis was achieved. Key placed in lock and black sleeve retracted smoothly, exposing collagen. Disc collapsed and pulled back to clear tubing, upon doing this, it was noticed that a piece of the black sleeve was now visible at the skin level, but still on the device. When the device was removed completely (all portions), it was observed that the black sleeve had separated into 2 segments just proximal of the white marker band. No kinking or tearing was observed on the sleeve to indicate that it was mishandled in any way. Because of the separation the collagen was not hydrated at all and stayed on the wire; therefore, it was removed from the body. Manual compression with a patch was used to achieve hemostasis and the pt was fine with a soft groin area.

Manufacturer narrative:
The review of the DHR (lot 580i140422b) indicated that the device lot met all established performance criteria prior to shipment. No pt injury reported. The device has not been returned for investigation as of this report.